Event description:
(B)(4) recalled replacement (B)(4). Dealer stated the joystick is reading system ram failed. Dealer stated there were no injuries nor any issues of abandonment associated with the incident.